Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was dead and the patient didn't charge the ins. The caller also stated that the patient claimed that they were going to be getting the implanted system removed. The reason for the call was to ask how to proceed with an MRI given the status of the ins; MRI eligibility information was reviewed. No symptoms were reported. Additional information received from the consumer reported that the circumstances that led to not charging included they fell on a metal pipe on the toilet and felt damage occur to the battery. The battery didn¿t work properly after that incident so they did not want to charge the battery again. The patient was going to have the battery removed after finding a doctor to do it and hopefully get it replaced. The issue was not resolved due to cost issues. The battery was non-functional as it was unable to be charged.